Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2017 the patient went to the hospital because he felt shock therapies delivered. An ICD check revealed that his ventricular tachycardia had not been successfully treated by the shocks and it was stopped with an external defibrillator. The patient was then hospitalized. A review of patient file revealed that several warning messages were displayed, all linked to a ineffective defibrillation system (3 low shock impedance; 4 last shock impedance > 150 ohms; 48 max shock energy ineffective on (B)(6) 2017; 46 high shock impedance detected on (B)(6) 2017). Review of the recorded arrhythmia episodes revealed that 12 defibrillation shocks had been delivered in total on (B)(6) 2017. For all of those shocks, the delivered energy was displayed as 0.0 j while the stored energy was 42 j. The measurements of the ventricular lead impedances and continuities did not reveal any changes from those observed in the past follow-up. According to the patient, although he felt some pain at the times when the defibrillation shocks were delivered on (B)(6) 2017, they were not as strong as usual defibrillation shocks. Chest x-ray showed no obvious abnormality regarding the ICD system. On (B)(6) 2017 a replacement procedure was performed. In the procedure, the ICD was explanted and the lead was cut off in the lead connector section without being tested using a pacing system analyzer. The rest of the ICD lead was capped and abandoned inside the patients body. After a new ICD lead was implanted, a new ICD was connected to the existing atrial lead and the new lead.

Manufacturer narrative:
Preliminary analysis of the subject lead revealed an abrasion of sheath with loss of insulation. Preliminary analysis of the associated defibrillator confirmed it operated as specified.

Event description:
Reportedly, on (B)(6) 2017 the patient went to the hospital because he felt shock therapies delivered. An ICD check revealed that his ventricular tachycardia had not been successfully treated by the shocks and it was stopped with an external defibrillator. The patient was then hospitalized. A review of patient file revealed that several warning messages were displayed, all linked to a ineffective defibrillation system ([3] low shock impedance; 4 last shock impedance > 150 ohms; 48 max shock energy ineffective on (B)(6) 2017; 46 high shock impedance detected on (B)(6) 2017). Review of the recorded arrhythmia episodes revealed that 12 defibrillation shocks had been delivered in total on (B)(6) 2017. For all of those shocks, the delivered energy was displayed as 0.0 j while the stored energy was 42 j. The measurements of the ventricular lead impedances and continuities did not reveal any changes from those observed in the past follow-up. According to the patient, although he felt some pain at the times when the defibrillation shocks were delivered on (B)(6) 2017, they were not as strong as usual defibrillation shocks. Chest x-ray showed no obvious abnormality regarding the ICD system. On (B)(6) 2017 a replacement procedure was performed. In the procedure, the ICD was explanted and the lead was cut off in the lead connector section without being tested using a pacing system analyzer. The rest of the ICD lead was capped and abandoned inside the patients body. After a new ICD lead was implanted, a new ICD was connected to the existing atrial lead and the new lead.

Event description:
Reportedly, on (B)(6) 2017 the patient went to the hospital because he felt shock therapies delivered. An ICD check revealed that his ventricular tachycardia had not been successfully treated by the shocks and it was stopped with an external defibrillator. The patient was then hospitalized. A review of patient file revealed that several warning messages were displayed, all linked to a ineffective defibrillation system ([3] low shock impedance; [4] last shock impedance > 150 ohms; [48] max shock energy ineffective on (B)(6) 2017; [46] high shock impedance detected on (B)(6) 2017). Review of the recorded arrhythmia episodes revealed that 12 defibrillation shocks had been delivered in total on (B)(6) 2017. For all of those shocks, the delivered energy was displayed as 0.0 j while the stored energy was 42 j. The measurements of the ventricular lead impedances and continuities did not reveal any changes from those observed in the past follow-up. According to the patient, although he felt some pain at the times when the defibrillation shocks were delivered on (B)(6) 2017, they were not as strong as usual defibrillation shocks. Chest x-ray showed no obvious abnormality regarding the ICD system. On (B)(6) 2017 a replacement procedure was performed. In the procedure, the ICD was explanted and the lead was cut off in the lead connector section without being tested using a pacing system analyzer. The rest of the ICD lead was capped and abandoned inside the patients body. After a new ICD lead was implanted, a new ICD was connected to the existing atrial lead and the new lead.